Event description:
Caller reported that pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to keep the pump plugged into a power source to use its features, and a replacement pump with updated software was sent. Customer was informed about required actions, including returning the faulty pump within 10 days, and acknowledged these steps.